Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Event description:
During shoulder arthroscopy surgery the blade shed metallic residue. The site was flushed/irrigated however it was noted that some debris remain insitu. The case was completed successfully with a slight delay and no patient injuries or complications were reported.